Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive shoulder system modular head pn113034 ln389400. Comprehensive shoulder system standard taper adapter pn118001 ln988620. Hybrid glenoid base pn113952 ln075650. Regenerex modular hybrid glenoid post pnpt-113950 ln811380. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the revision surgery has not yet taken place. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, patient has been indicated fore revision due to unknown reason. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 110003484, access 3.2mm thd steinmann 9, lot # 352260; 110003484, access 3.2mm thd steinmann 9, lot # 679420 ; 406669, stn pn thd tip .125x2.5in 2pk, lot # 044990; 406669, stn pn thd tip .125x2.5in 2pk, lot # 002750. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. As reason for the indicated revision is unknown, an adequate complaint history review cannot be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.